Event description:
The patient has various medical issues which led to a period when the patient did not use his stimulator and did not recharge his device. When the patient eventually tried to use his device, he did not feel stimulation and could not recharge his device. The patient was seen in clinic where the battery could not be trickle charged. The field representative and hcp theorized the device was flipped. The device was not found to be flipped during exploratory surgery. The device was replaced. The hcp reported the patient outcome as 'no injury, recovered without sequela'.

Manufacturer narrative:
On 11/04/2008, the device has been returned to the manufacturer for analysis which is not complete as of date of this report. A follow-up report will be sent when the analysis is complete.